Manufacturer narrative:
Investigation summary: DHR: lot was built on afa line 5 from 07feb2018 through 12feb2018 and packaged on pkg. Line 8 from 14feb2018 through 17feb2018 for the quantity of (B)(4). All challenge, set-up and in process samples were performed per quality control plan and all passed per specifications. There were no indications of the alleged defect, as there no related reject activity findings throughout the build of this lot that would impact upon the quality of the product. Although units were not returned there was 1 photo provided for observation of this incident. Photo showed 1 package from a 22ga bd iag IV catheter from lot: 8036977. The photo also showed a 22ga bd unit inside a miscellaneous clear packaging. The unit consisted of the catheter/adapter assembly which had a miscellaneous extension line attached to the end of the luer adapter. The area at the nose of the adapter was circled (clear packaging) and there was writing (not legible); identifying the location of the alleged defect. Relationship of device to the reported incident: indeterminate - the photo provided for this incident did not reveal sufficient evidence to confirm or identify the alleged failure therefore a root cause could not be established. Without the actual sample for evaluation and testing there was no physical/mechanical evidence to confirm or support manufacturing process related issues for the defect stated in the pir.

Event description:
It was reported that a "slit" was noticed on the bd insyte¿ autoguard¿ shielded IV catheter hub during use.

Event description:
It was reported that a "slit" was noticed on the bd insyte¿ autoguard¿ shielded IV catheter hub during use.

Manufacturer narrative:
H.6. Investigation: bd received a photo showing1 package from a 22ga bd iag IV catheter from lot 8036977. The photo also showed a 22ga bd unit inside a miscellaneous clear packaging. The unit consisted of the catheter/adapter assembly which had a miscellaneous extension line attached to the end of the luer adapter. The area at the nose of the adapter was circled (clear packaging) and there was writing (not legible); identifying the location of the alleged defect. Bd received one 22ga insyte autoguard catheter-adapter assembly along with a miscellaneous extension set and an empty-open package from lot number 8036977. Through the visual/microscopic evaluation wrinkles were visible on the catheter tubing which could be seen through the walls of the adapter. A water-leak test was performed where leakage occurred during the test as air bubbles were observed on the nose of the adapter. The unit was then further dissected where we observed the tubing was wrinkled and had a tear in the area above the wedge. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect. This type of defect where the tubing is wrinkled can take place either as a misalignment of the flare station or if the flare blocks are worn down form regular wear and tear during the manufacturing process. During DHR review: all challenge, set-up and in process samples were performed per quality control plan and all passed per specifications. No qns were initiated for this lot.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a "slit" was noticed on the bd insyte¿ autoguard¿ shielded IV catheter hub during use.